Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. Acu watchdog failure also primary audible alarm post were identified in the event log history relating to reported problem. During analysis, the reported issue was unable to be duplicated. Service replaced speaker for preventive. Performed pm maintenance and all functional testing.

Event description:
It was reported that a watch dog failure was experienced.

Manufacturer narrative:
Additional information provided in b5 and h6.

Event description:
Additional information was provided that the reported product issue did not occur while in use with a patient. The event date is unknown.